Manufacturer narrative:
In 2006, an intralase clinical applications specialist (cas) was present during surgery. The surgical settings were optimized and the physician was instructed to increase the flap thickness. 07/24/06 an intralase field service engineer was on site to evaluate the device. The depth was calibrated and the surgical settings were adjusted and the device met specifications.

Event description:
The intralase fs laser was used to create a corneal flap in the right eye for lasik surgery. During surgery migration of gas bubbles was observed under the epithelium. The physician decided not to lift the flap or perform the excimer ablation. The pt was examined the following day and the epithelium appeared rough and the pt's visual acuity taken with her glasses was 20/40 )preoperative bdcva was reported as 20/20). Additional pt info has been requested.